Event description:
Ous MDR - after an implantation period of approximately 43 months oversensing with inappropriate shocks was reported. The physician decided to replace the lead and the ICD.

Manufacturer narrative:
The lead and the ICD under complaint were received and subjected to an extensive analysis. The memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. Subsequently the lead was visually inspected revealing multiple signs of wear along the lead fragments. In particular 13 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered to be the root cause of the reported noise which led to shock delivery. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the maneuverability of the lead. Based on the available xray movies an increased ingrowth of the distal lead cannot be excluded. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Further analysis of the lead showed a fracture of the conductor cable to the ring electrode. Based on the damage symptoms it is reasonable to assume that the fracture resulted from tensile forces applied during the extraction procedure. Finally the manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation.